Manufacturer narrative:
Based on device history record review, no abnormality was observed during the production of the affected batch. From the returned photo, observed top web unit packaging with batch information, without product. Hence, unable to evaluate for reported defect. As current controls, there is in-process visual inspections in place to check for catheter damage. No actual sample was received for further investigation. Root cause could not be determined.

Event description:
The vilon catheter is broken.

Event description:
It was reported that bd insyte autoguard catheter is broken. The following information was provided by the initial reporter: the vilon catheter is broken.

Manufacturer narrative:
(B)(6). H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.